Event description:
The pt reported that she developed clots in both legs. She reported that she became symptomatic around the summer of 2007. The pt additionally reported that she experienced dizziness and weakness in her legs and began experiencing severe pain in her legs around late 2007. The pt is currently on coumadin to prevent clotting. The pt indicated that she would like to discontinue taking coumadin; however, she wants to do it safely. The pt reported that she became concerned after reading an article on the internet concerning the device and, wanted to know if there were other pts that may have experienced clotting. Vp of product safety contacted the pt's cardiologist to discuss the pt's report. The health care provider indicated that the ring was implanted in late 2008, due to mitral regurgitation and was placed on coumadin for 3 months. Reportedly, the pt did well until early 2008, when she presented with chest pain. On work-up, she was found to have a large thrombus in her left atrium and had embolized portions to her lower extremity and kidney. Reportedly, the pt was treated non-operatively with thrombolytics without any further sequelae. A repeat tee showed complete dissolution of the thrombus. The health care provider indicated that the pt was seen by a hematologist and had a negative work-up for a hypercoaguable state. Reportedly, many of the pt's studies indicate that the repair was intact and there was no evidence of any device malfunction. The pt was discharged on coumadin and is doing well a year later with no recurrence. The health care provider plans to discontinue the pt's coumadin and follow her closely. Vp of product safety.

Manufacturer narrative:
Thrombus embolization and lower extremity and kidney embolization. The device remains implanted. Review of our complaint database did not reveal any similar reports.